Manufacturer narrative:
Batch review performed on 25 june 2019: lot 162966: (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event clinical evaluation performed by medical affairs department: hip revision performed 2 years after cementless total hip arthroplasty in an overweight woman. Radiographic images provided show stem subsidence and shortened leg. According to the report the patient was complaining about pain since 6 months after surgery. No preoperative or immediate postoperative x-ray is available. Implant subsidence may be due to slightly undersized implant but also patient weight and developing bone quality alterations may facilitate the occurrence of this event. The reason of this event cannot be determined. Visual inspection performed by medacta hip r&d project manager: femoral stem: few scratches and opaque regions on the neck. Stem shows bone residuals. Acetabular shell with signs of removal; the pe liner shows removal signs as well. Nothing to highlight regarding femoral head. It is not possible to determine failure root cause.

Event description:
Revision surgery performed after about 2 years from the primary due to hip stem sinking. The surgery was completed successfully, all devices revised.